Event description:
It was reported that during thyroid tumor surgery the emg response could not be confirmed. There was no problem with impedance check. Tube was checked prior to use and worked as intended. The reported product was continued to be used and the procedure was completed. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. Under magnification, there were no cracks or voids in the ink traces. However, there were red markings over the trace pads when returned. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 18.7 ohms (blue), 9.0 ohms (blue with white stripe), 15.2 ohms (red), and 10.5 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the pads were submerged in a saline solution to perform functional testing and the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the shape of the tube. A review of the global complaint data showed no other complaints about this lot number. H6: fdm b21, fdr c21, and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.